Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "nuisance air in line alarm," which was not reproduced. The alarm was confirmed during a review of the event history log and evaluation found the ultrasonic sensor had low fluid numbers as a result of continuity across the crystals of the sensor. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced a "nuisance air in line alarm." Any patient involvement, injury or medical intervention is unknown.